Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. Precleaning occurred directly after the procedure. The auxiliary channel, instrument/suction channel, and air/water channels were aspirated and flushed with water. An mh-948 was used to flush the air/water channel. There were no abnormalities with the reprocessing devices. The device passed the leak test. The detergent used was genesis. The instrument channel, suction channel, air/water valve, suction valve, and biopsy valve were brushed. The device was rinsed and disinfected. The automated endoscope reprocessor (aer) was the oer-aw. The aer detergent was endorapid. All scope channels were connected when set up in the aer. The disinfectant was not expired and minimum concentration was checked. The filter was replaced within the specified period. The device evaluation found watertightness was lost due to a pinhole on the instrument channel tube, the up/down knob had play, and the adhesive around the objective lens was peeling. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device with instructions for use (IFU): ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.